Event description:
Same case as: 2134265-2008-02467, 2134265-2008-02469. It was reported that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The patient noticed hair loss 7-10 days after the 2.75x12mm, 2.50x8mm, and 3.00x12 taxus express2 drug eluting stents were implanted. The patients hair loss has slowed down, but hair continues to thin gradually especially after shampooing. She reported that stent is working well. Device relationship to this event is unknown. Additional information was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.